Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion bluescreen. A technical support specialist reinstalled the remote smart service (rss) agent and modified the file path to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was stuck on carefusion bluescreen. The customer stated that this malfunction occurred while dispensing medication to the patient care, the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.